Manufacturer narrative:
The field service engineer (fse) found that the leak was coming from the I-beam tubing at vl33. He replaced the tubing that fixed the leak and also replaced the compressor due to weak vacuum supply to the instrument that solved the vacuum errors and the unit is functional. Upon recur of the failure mode identified, there is a potential for erroneous results for all parameters (cbc, differential and reticulocyte count) resulting from carryover, due to insufficient needle vent vacuum from the leak in I-beam tubing at vl33 and weak vacuum generated by the compressor which will make the unit inoperable. (B)(4).

Event description:
The customer stated that liquid was dripping out of the pneumatic power supply of the lh780 instrument. The volume of leak was 1 cup and was not contained within the unit. The instrument generated vacuum errors. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.